Event description:
Stryker endoscopy scope holder tube set/button blue luer locks would not screw into the wingman regulator. It appears that there is excess plastic present on the end of the luer locks preventing them from threading into the device. Reason for use: laparoscopic supracervical hysterectomy, bso.